Event description:
It was reported that lead integrity alert (lia) was triggered for high impedance on the right ventricular (rv) lead. It was noted there was short interval counts (sic), non-sustained vt's (nsvt) and possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Daily pacing lead trend data shows an increase for ventricular pace biventricular impedance equal to 513 to 4047 ohms peak between (B)(6)-2013.